Manufacturer narrative:
A patient experienced uncomfortable heating at the ipg site during an MRI was reported to abbott. MRI mode was enabled before the procedure and was able to be turned off after to restore stimulation, but heating sensation was still reported by the patient afterwards. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient experienced uncomfortable heating at the ipg site during an MRI. MRI mode was enabled before the procedure and was able to be turned off after to restore stimulation, but heating sensation was still reported by the patient afterwards. Next course of action is undetermined at this time.